Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to power connector (j2) on battery tube not plugged in properly. Unit had scratched lcd window and cracked reservoir tube lip. (B)(4).